Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter underwent visual inspection, functional testing, and microscope inspection. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. Visible blood was seen inside the balloon. Due to the visible blood, the polarx device was dissected; the inner and outer balloon lines were pressurized to locate a leak path. A breach was observed in the outer balloon. Further analysis confirmed a small hole in the outer balloon that allowed fluid to ingress triggering a true blood detection error. The reported clinical observations were confirmed.

Event description:
During an atrial fibrillation procedure a polarx was selected for use. Blood detected error occurred during the inflation on the right superior pulmonary vein (rspv). Blood was visible inside the catheter. The device was replaced. The procedure was completed without any patient complications. The device is not expected to be returned due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation procedure a polarx was selected for use. Blood detected error occurred during the inflation on the right superior pulmonary vein (rspv). Blood was visible in side the catheter. The device was replaced. The procedure was completed without any patient complications. . The device is not expected to be returned due to disposal.